Event description:
I use the medtronic 670g insulin pump. I switched the infusion site and put in a new reservoir of insulin the morning of (B)(6) 2019. I then had a very high glucose reading~3.5 hours later of 590! I gave a correction bolus of insulin and eventually came back down however it took around 6 hours, much longer than normal. I removed the reservoir at 10:30 pm on (B)(6) 2019 and found insulin had been leaking. It was all over the chamber of the insulin pump where the reservoir goes and I could see it in the reservoir barrel. I had the hyperglycemic event and then was still running higher than normal afterwards. Seeing that I was not receiving the insulin I should have been explains why the hyperglycemia occurred and the highs that followed. The hyperglycemic event did not end up causing me harm but it could have. I did report this to medtronic and am returning the reservoir to them. I've used medtronic pumps for 10 years and this was a first for me. Asking around on social media is this happening a lot to people but medtronic is not recalling the reservoirs. Something has gone down hill with their quality control in the past year. FDA safety report ID # (B)(4).